Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with a low pulse rate in association with fatigue and exertional intolerance. The patient was evaluated and a probable right ventricular (rv) lead fracture was found. It was also noted the patient had a previous fall that may have twisted their left arm. The lead outputs were adjusted to obtain reliable capture and the rv lead was later explanted. No further patient complications have been reported as a result of this event.